Event description:
It was reported that the unspecified bd intravascular administration set experienced check valve malfunction. The following information was provided by the initial reporter: material #: unknown, batch/ lot #: unknown. Rn observed ivpb aloxi back flow into primary ns bag after spiking the infusion and before starting the pump. Ns was appropriately lowered on a hanger. Suspect backcheck valve failure.

Manufacturer narrative:
H.6. Investigation: a primary and secondary set were received and tested by our quality team. Customer complained that when piggyback infusion was primed and started, there was a backflow into primary set bag (suspecting a faulty check valve failure)... The sample was repeatedly tested using saline solution and blue dye solution to force a backflow but no problems were detected with the function of the product or the check valve. Root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd intravascular administration set experienced check valve malfunction. The following information was provided by the initial reporter: material #: unknown. Batch/ lot #: unknown. Rn observed ivpb aloxi back flow into primary ns bag after spiking the infusion and before starting the pump. Ns was appropriately lowered on a hanger. Suspect backcheck valve failure.